Event description:
It was reported that the patient underwent an initial hip procedure. The patient experienced dislocation approximately one-month post-implantation while twisting to the right and left. The patient underwent a closed reduction at the emergency department and was also given a brace. The patient noted feeling unstable while lying flat. Subsequently, the patient was revised approximately 2 weeks later due to recurrent dislocations and pain. During the procedure, a hematoma was evacuated. The shell, head, and neck were exchanged without complications. The stem remained implanted. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877503602 lot# 3214350 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14. Cat# 00620205622 lot# 67050519 shell porous with cluster holes 56 mm. Cat# 00625006520 lot# 66481242 bone scr 6.5x20 self-tap. Cat# 00625006530 lot# j7728757 bone scr 6.5x30 self-tap. Cat# 00784803400 lot# 64553739 modular neck j 12/14 neck taper use with +0 heads only. Cat# 00771300700 lot# 66793621 modular femoral stem press-fit plasma sprayed cementless size 7.5. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a initial tha. Office notes suggests patient had pain and numbness on the operative site. Patient states they had a hip dislocation while twisting right to left. A brace was provided to the patient. X-rays were taken and found implants were well fixed and well aligned. The patient had a revision due to dislocation and continued pain. A hematoma was evacuated. Acetabular components were well fixed but revised to a dual mobility which provided stability needed with the neck and head exchange. No other complication noted. A definitive root cause cannot be determined. Based on the medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.